Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement due to detached end cap. Pump received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damage on back . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.